Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable.   H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling, biomed sent in data files and the device appeared to be cooling fine. When biomed tried to perform a functional check, they were unable to get any flow. Biomed had nurse to check inlet pressure and circulation pump command (cpc) the inlet pressure was 0 percentage and circulation pump command (cpc) was 100 percentage. Biomed tried to verify the test setup over the phone, but it was very difficult as struggled to understand directions. Based on the troubleshooting, biomed recommended replacing the circulation pump would not generating pressure. As per follow up information received via email on 06jun2022, the biomed decided to send the device in for repair. There was no patient involvement. As per sample evaluation result received on 29nov2022, double bend tube was replaced due to expansion. As per sample evaluation result received on 29nov2022, circulation pump due to dried out bearings and an intermittent power connector.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling, biomed sent in data files and the device appeared to be cooling fine. When biomed tried to perform a functional check, they were unable to get any flow. Biomed had nurse to check inlet pressure and circulation pump command (cpc) the inlet pressure was 0 percentage and circulation pump command (cpc) was 100 percentage. Biomed tried to verify the test setup over the phone, but it was very difficult as struggled to understand directions. Based on the troubleshooting, biomed recommended replacing the circulation pump would not generating pressure. Per follow up information received via email on 06jun2022, the biomed decided to send the device in for repair. There was no patient involvement. Per sample evaluation result received on 29nov2022, double bend tube was replaced due to expansion. Per sample evaluation result received on 29nov2022, circulation pump due to dried out bearings and an intermittent power connector.